Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified arteriovenous graft. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at under 30 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported and patient status was good.